Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, intramural leiomyoma of uterus, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and pelvic pain ("pain around pelvic area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, pelvic pain, arthralgia, urticaria and pruritus was resolving, the endometritis, vaginal haemorrhage, depression, anaemia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, anxiety and dyspareunia had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometritis, fallopian tube enlargement, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 823472, manufacture date: (B)(6) 2011, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, intramural leiomyoma of uterus, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain around pelvic area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, arthralgia, urticaria and pruritus was resolving, the endometritis, vaginal haemorrhage, depression and vaginal discharge outcome was unknown and the pelvic pain, menorrhagia, anxiety, anaemia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometritis, fallopian tube enlargement, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram on(B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 823472 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ppf received. Reporter's information was added. Added event abdominal pain. Updated outcome of events from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, intramural leiomyoma of uterus, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6)2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and rash ("rashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain around pelvic area"), abdominal pain ("abdominal pain"), inflammation ("aggravating inflammation"), genital haemorrhage ("genital bleeding"), headache ("headache"), abdominal distension ("bloating"), thrombosis ("blood clot run down my leg"), dyspnoea ("breathing issues"), nasal congestion ("stuffy nose"), vision blurred ("blurry vision"), back pain ("back pain"), the second episode of anaemia ("anemia") and sinus congestion ("sinus congestion") and was found to have blood iron decreased ("constant low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, arthralgia, urticaria, pruritus, dyspnoea, vision blurred, back pain, the last episode of anaemia and sinus congestion was resolving, the endometritis, vaginal haemorrhage, depression, vaginal discharge, rash, blood iron decreased, inflammation, genital haemorrhage, headache, abdominal distension, thrombosis and nasal congestion outcome was unknown and the pelvic pain, menorrhagia, anxiety, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, dyspnoea, endometritis, fallopian tube enlargement, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, nasal congestion, pelvic inflammatory disease, pelvic pain, pruritus, rash, sinus congestion, thrombosis, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 823472 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: content from social media received. New events: painful hips, inflammation, genital bleeding, headache, bloating, thrombosis leg, difficulty breathing, nasal stuffiness, blurry vision, back pain, anemia, sinus congestion were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, intramural leiomyoma of uterus, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and rash ("rashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain around pelvic area") and abdominal pain ("abdominal pain") and was found to have blood iron decreased ("constant low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, arthralgia, urticaria and pruritus was resolving, the endometritis, vaginal haemorrhage, depression, vaginal discharge, rash and blood iron decreased outcome was unknown and the pelvic pain, menorrhagia, anxiety, anaemia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, arthralgia, blood iron decreased, depression, dysmenorrhoea, dyspareunia, endometritis, fallopian tube enlargement, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, rash, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 823472, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received- new event rashes and low iron were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, leiomyoma, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required) and pelvic pain ("pain around pelvic area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, pelvic pain, arthralgia, urticaria and pruritus was resolving, the endometritis, vaginal haemorrhage, depression, anaemia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, anxiety and dyspareunia had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometritis, fallopian tube enlargement, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received. Case becomes incident. Lot number added. Injury nos was replaced with new events: swelling and inflammation/pain in pelvic area and hips abnormal bleeding (vaginal, menorrhagia), swelling around my uterus and fallopian tubes, pain around pelvic area and hips, anxiety and depression, hives and itchy patches, anemia, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain were added. Outcome of the events menorrhagia, swelling around my uterus and fallopian tubes, pain around pelvic area and hips, hives and itchy patches, painful intercourse and anxiety were updated. Date of removal added. Medical history, concomitant conditions and drugs were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('swelling and inflammation/pain in pelvic area and hips'), endometritis ('mild chronic endometritis'), fallopian tube enlargement ('swelling around my uterus and fallopian tubes') and uterine enlargement ('swelling around my uterus and fallopian tubes') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, menometrorrhagia, uterus enlarged, pregnancy with contraceptive device, miscarriage and nickel sensitivity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, adenomyosis, chronic cervicitis, squamous cell metaplasia, intramural leiomyoma of uterus, paratubal cyst, dizziness and discharge. Concomitant products included ibuprofen since 2011 and iron since 2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6)2011, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced the first episode of anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced arthralgia ("hip pain/joint pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), pruritus ("itchy patches lasting for 6 weeks at a time for 8 years"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and rash ("rashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain around pelvic area"), abdominal pain ("abdominal pain"), inflammation ("aggravating inflammation"), genital haemorrhage ("genital bleeding"), headache ("headache"), abdominal distension ("bloating"), thrombosis ("blood clot run down my leg"), dyspnoea ("breathing issues"), nasal congestion ("stuffy nose"), vision blurred ("blurry vision"), back pain ("back pain"), the second episode of anaemia ("anemia"), sinus congestion ("sinus congestion") and gluten sensitivity ("gluten issues") and was found to have blood iron decreased ("constant low iron"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic inflammatory disease, fallopian tube enlargement, uterine enlargement, arthralgia, urticaria, pruritus, dyspnoea, vision blurred, back pain, the last episode of anaemia and sinus congestion was resolving, the endometritis, vaginal haemorrhage, depression, vaginal discharge, rash, blood iron decreased, inflammation, genital haemorrhage, headache, abdominal distension, thrombosis and nasal congestion outcome was unknown and the pelvic pain, menorrhagia, anxiety, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and gluten sensitivity had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, dyspnoea, endometritis, fallopian tube enlargement, fatigue, genital haemorrhage, gluten sensitivity, headache, inflammation, menorrhagia, nasal congestion, pelvic inflammatory disease, pelvic pain, pruritus, rash, sinus congestion, thrombosis, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: the number of expanded coils that appeared trilling into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, anemia, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: endometritis. Lot number: 823472, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new event gluten issues added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.